Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was unable to speak during the call as they got confused. They attempted to do an electrocardiogram (EKG) but could not get a reading. They also had a chest x-ray, and reported they were unable to turn off their ins. No further complications were reported as a result of this event.